Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that, when the patient attempted to change the cassette, leakage was observed. The patient changed the cassette and reported also receiving a line blocked alarm. Patient reports all supplies were changed which resolved the alarm. No patient harm/adverse event was reported. The patient is not hispanic/latino, white female, 51 years of age, weighing 220.0 lbs.